Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip. Device passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 and (B)(6) 2018, 9.30 pm with the blood glucose value of 471mg/dl. The meter was saying it was not registering and was saying blood glucose value was 600mg/dl. Customer went to the emergency room for 5 hours and when they left blood glucose value was 103mg/dl then it was over 400mg/dl without eating. The customer experienced symptoms such as nausea and vomiting and was feeling bad. The customer was treated with manual injection when the blood glucose value was 431mg/dl. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.